Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector luer lock n35c multipack experienced flow issues. The following information was provided by the initial reporter: material no. 515005 ,batch no. 1805111. We had another phaseal issue overnight where the injector/connector did not allow the rn to be able to backprime into a secondary infusion. The rn removed and replaced the phaseal with no success. What was concerning was that she was advised by pharmacy overnight to ¿spike and reprime yourself¿¿ which the rn did not do as it is not consistent with our safe handling standards. Ended up using this morning¿s dose of medication and it was able to be back-primed. The injector ref # is 515005, lot is 1805111.

Event description:
It was reported that the injector luer lock n35c multipack experienced flow issues. The following information was provided by the initial reporter: material no. 515005 batch no. 1805111. We had another phaseal issue overnight where the injector/connector did not allow the rn to be able to backprime into a secondary infusion. The rn removed and replaced the phaseal with no success. What was concerning was that she was advised by pharmacy overnight to ¿spike and reprime yourself¿¿ which the rn did not do as it is not consistent with our safe handling standards. Ended up using this morning¿s dose of medication and it was able to be back-primed. The injector ref # is 515005, lot is 1805111.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1805111, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause at this time. H3 other text: see section h.10.